Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the stretch resistant wire (sr wire) was fractured, the embolization coil was detached from the pusher assembly, and the proximal constraint sphere was inside the distal detachment tip ddt. Conclusions: evaluation of the returned devices revealed that the pc400 embolization coil¿s sr wire was fractured and there was no damage to the px slim. A 0.025 inch stainless steel mandrel was introduced through the hub of the px slim and advanced distally out the distal tip of the microcatheter without an issue. The damage to the pc400 typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The fractured sr wire likely contributed to the resistance experienced while attempting to re-sheath the pc400 coil. Pc400 coils are 100% functionally tested during in-process inspection. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached an initial pc400 coil into the aneurysm using a px slim delivery microcatheter (px slim). Upon advancing a new pc400 coil into the aneurysm, the physician noticed that it was not the appropriate size and attempted to resheath the pc400 coil back into its introducer sheath. While resheathing the pc400 coil back into its introducer sheath, the physician experienced resistance and was unable to resheath about 10 centimeters of the pc400 coil. The physician then removed the pc400 coil and its introducer sheath from the px slim, and completed the procedure using another manufacturer's coils and microcatheter. There was no report of an adverse effect to the patient.